Event description:
During implant, the right atrial (ra) lead was unable to be implanted. Following multiple repositioning attempts, similar observation was found. The event was resolved by explanting and replacing the ra lead. The patient was in stable condition.

Manufacturer narrative:
The reported event was electrode could not be fixed. As received, a complete lead was returned in one piece with the helix extended and clogged with blood/tissue. After cleaning blood/tissue from the helix and applying torque to the connector pin, the helix could be retracted and extended. The full measured helix extension length was within specification. Electrical tests and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies.